Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted the lock collar was broken. The obturator, trocar balloon, valve seal and doors appeared intact. The inflation syringe was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during subtotal billroth ¿procedure, the device was failed filling gas when the surgeon tried to use it. Balloon did not inflate. New information indicates that the patient is in stable condition.

Event description:
According to the reporter, during subtotal billroth procedure, the device was failed filling gas when the surgeon tried to use it. Balloon did not inflate. Another device was used to complete the procedure.